Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), rash ("allergy: rash/skin condition"), skin disorder ("allergy: rash/skin condition"), urinary tract disorder ("bladder/urinary problems: urinary problems"), vaginal discharge ("vaginal discharge"), fatigue ("other injuries/symptoms: fatigue"), alopecia ("other injuries/symptoms: hair loss") and bladder disorder ("bladder problem") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes."). The patient was treated with surgery (essure removal surgery). Essure (ess205) was removed. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, back pain, menorrhagia, metrorrhagia, urinary tract disorder, vaginal discharge and bladder disorder had resolved and the rash, skin disorder, fatigue, alopecia and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, fatigue, hormone level abnormal, menorrhagia, metrorrhagia, pelvic pain, rash, skin disorder, urinary tract disorder and vaginal discharge to be related to essure (ess205). The reporter commented: discrepancy noted - essure insertion date (B)(6) 2007. Received treatment for other injuries/symptoms: fatigue, hair loss, hormonal changes, allergy: rash/skin condition, bleeding: menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), dysmenorrhea (cramping), pelvic/abdominal, back. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2008: essure confirmation test(s) conducted - bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received case becomes incident. Previously reported event injury nos was removed. New events dysmenorrhea (cramping), pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), allergy: rash/skin condition, bladder/urinary problems: urinary problems, vaginal discharge, other injuries/symptoms: fatigue, hair loss and hormonal changes were added. Product indication was added. Patient date of birth was added. New reporter was added. Lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.